Event description:
Complainant alleged that during biomed testing and routine preventative mainenance of the device, the unit failed to power-up. The complainant indicated that there was no patient involvement in the reported malfunction.